Event description:
It was reported that a pericardial effusion with cardiac tamponade occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a 24mm watchman laa closure device & delivery system (wds) were used. The was was positioned in the laa of the patient and the wds was inserted into this. The physician then deployed and partially recaptured the device 5 times before the device became properly positioned. The laa was very posterior and pectinated at the apex which is where the partial recaptures were being performed. The release criteria for the device was being checked when it was noted that the patients blood pressure dropped. It was also noted that the patient had a large pericardial effusion with cardiac tamponade around the left ventricle. The patient received fluids and medication for blood pressure support. The release criteria was still checked and everything was met. The closure device was released from the core wire and implanted in the laa of the patient. The physician then performed a pericardiocentesis where 240cc of fluid was drained from the patient. The drain was left in place and the patient left the room in stable condition and on no blood pressure support medications. There were no other complications that were reported and the patient is expected to make a full recovery.